Event description:
It was reported that the system 6800's c arm was loose and could not move up or down. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The c arm was mechanically secured and proper movement was restored. The system was tested and found to be working as intended and placed back into service.